Manufacturer narrative:
(B)(4) d10: pn: 42512100710 ln: 66681142 articular surface medial congruent (mc) g2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure approximately 16 months post implantation due to tibial subsidence and loosening. All implants were revised. Attempts to obtain additional information have been made; however, no more is available.